Manufacturer narrative:
Batch review performed on 27 may 2024 lot 2247504: (B)(4) items manufactured and released on 22-mar-2023. Expiration date: 2028-03-05. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot 2240979: (B)(4) items manufactured and released on 14-feb-2023. Expiration date: 2028-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e002rp patella resurfacing size 2 e-cross (k202022) lot 2248044: (B)(4) items manufactured and released on 17-apr-2023. Expiration date: 2028-03-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0310fl tibial insert fixed sphere flex size 3/10 mm l e-cross (k202022) lot 2247344: (B)(4) items manufactured and released on 24-feb-2023. Expiration date: 2028-02-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision due to a knee infection and the pathogen is unknown. At about 11 months post primary the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.